Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead caused diaphragmatic stimulation. The lead was reprogrammed and remains in use in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead caused diaphragmatic stimulation. The lead was reprogrammed and remains in use in the system longevity study. No patient complications have been reported as a result of this event. It was additional reported that the lv lead showed high threshold when tested ring to coil. The amplitude was decreased and the lead remains in use.